Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training the patient accidentally paired a libre 3 plus sensor to the libre app instead of the ilet, resulting in the sensor being in use by another device and unavailable for the ilet. Symptoms included no reported adverse physiological effects. Outcomes included no impact to blood glucose control and no alerts or alarms on the ilet. Investigation included customer interview and troubleshooting with education on proper sensor pairing. Investigation of this case revealed user error in sensor setup and confirmed that blood glucose management was not affected. It was concluded that the event was due to use error and that the ilet and sensor hardware were functioning as designed.